Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The caller states the chair is a m51 and the consumer broke the seat post blot.